Manufacturer narrative:
Updated data: b1. Added product problem. B5. A second paragraph was added. H2. Procedural images were reviewed, but the suspect device remains implanted. H6. Device code was updated. Eval code method and eval code conclusion was added. Additional codes. The annex g code was updated. Product analysis: the valve was emergently implanted in the patient in the setting of cardiogenic shock. Following the patient's death, the valve remained implanted; therefore, it will not be available for analysis. In addition, the patient¿s executive summary was not provided for anatomical review and fluoroscopic inspection of the valve load was not provided for review thus it is not possible to validate a good valve load. One static procedural image was submitted. Evidence supports the event refers to the implant of an evolut transcatheter aortic valve into a previously implanted surgical valve of unknown type and size. There was evidence of a possible infold in the valve frame. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. There is not enough evidence available to validate the cause of death. As listed in the device instructions for use, potential risks associated with the implantation of the evolut fx+ bioprosthesis may include but are not limited to death. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient experienced signs of cardiogenic shock and was called in for an emergent transcatheter aortic valve replacement using the transcatheter aortic valve evfxplus-23. During the procedure, cardiopulmonary resuscitation was performed, and the patient was placed on an impella device, an intra-aortic balloon pump, and extracorporeal membrane oxygenation. The transcatheter aortic valve was implanted, but the patient expired a couple of days later. Per the physician, neither the device nor the procedure contributed to the cause of death. Additional information was received to report the valve was implanted in an effort to restore hemodynamic stability. The physician further confirmed both the medtronic valve and the dcs can be excluded as factors contributing to the patient's death as it was caused by the patient's underlying medical history of cardiogenic shock.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient experienced signs of cardiogenic shock and was called in for an emergent transcatheter aortic valve replacement using the transcatheter aortic valve evfxplus-23. During the procedure, cardiopulmonary resuscitation was performed, and the patient was placed on an impella device, an intra-aortic balloon pump, and extracorporeal membrane oxygenation. The transcatheter aortic valve was implanted, but the patient expired a couple of days later. Per the physician, neither the device nor the procedure contributed to the cause of death.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329 (lot: 0012340973); product type: 0195-heart valves. Product ID: l-evolutfx-2329 (lot: 0012362257); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.